Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge change errors occurred during the load sequence. Customer's blood glucose level was approximately 160 mg/dl. Customer reverted to an alternate insulin therapy method.